Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this viking electrode catheter was visually inspected, and it was found that the shaft was kinked. Media inspection on the photo and video provided also observed a kink in the fluoroscopy. Product analysis confirmed the reported events of catheter difficult to withdraw, curve kinked, and catheter difficult to advance. The reported events were most likely due to the handling of the device, the technique used by the physician, and the normal difficulties encountered during the procedure which could have possibly affected the device performance and integrity.

Event description:
It was reported that the device was difficult to advance, move or steer, and withdraw. A kink was also observed. During an electrophysiology procedure to treat atrial fibrillation, a viking electrode catheter was used. Upon insertion, the catheter became difficult to advance, move or steer, and withdraw in the vein. The catheter was also bent and kinked. No resistance was felt while maneuvering the catheter. Another of the same device was used, and the procedure was completed without patient complications. The device has been received and analyzed. Additional information received on december 04, 2025. The catheter became twisted within the blood vessel and could no longer be advanced. After several attempts, it was eventually withdrawn.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the device was difficult to advance, move or steer, and withdraw. A kink was also observed. During an electrophysiology procedure to treat atrial fibrillation, a viking electrode catheter was used. Upon insertion, the catheter became difficult to advance, move or steer, and withdraw in the vein. The catheter was also bent and kinked. No resistance was felt while maneuvering the catheter. Another of the same device was used, and the procedure was completed without patient complications. The device has been received, pending analysis.

Manufacturer narrative:
Block b5 has been updated with additional information received on december 04, 2025. Block h6 has been corrected. The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the device was difficult to advance, move or steer, and withdraw. A kink was also observed. During an electrophysiology procedure to treat atrial fibrillation, a viking electrode catheter was used. Upon insertion, the catheter became difficult to advance, move or steer, and withdraw in the vein. The catheter was also bent and kinked. No resistance was felt while maneuvering the catheter. Another of the same device was used, and the procedure was completed without patient complications. The device has been received, pending analysis. Additional information received on december 04, 2025. The catheter became twisted within the blood vessel and could no longer be advanced. After several attempts, it was eventually withdrawn.